Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, increased capture threshold and high pacing impedance were noted on the left ventricular (lv) lead. The lv lead was successfully explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse consequences.

Manufacturer narrative:
A partial lead was returned in one piece. Electrical testing did not find any indication of internal shorts. Conductor discontinuities were noted, and were determined to be due to procedural damage. An impedance test was unable to be performed due to the condition of the lead. Visual and x-ray inspections of the partial lead did not find any anomalies other than procedural damage. The reported events of unacceptable threshold and high pacing impedance were not confirmed.